Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The visual inspection found no issues. The functional evaluation found that when batteries were inserted, all lights illuminated indicating that the device entered a non-recoverable error state. A relationship between the reported event and the device has been established. It was found that the device entered this state as the motor current detected was out of range. This happened after 7 seconds of trying to achieve negative pressure wound therapy. The cause of this error could not be determined but it could possibly be due to the batteries used. If the pump does enter an error state, it must be replaced. This is a patient safety feature. Review of the manufacturing records found no issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Review of complaint history found no similar instances in the past three years. We have been unable to determine a root cause on this occasion. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on (B)(6) 2020 post c-section pico dressing and pump was applied to the patient in theatre. It is unknown as to whether it was functioning properly, on (B)(6) the patient went to the ward after recovery. The pump had all the lights on and was not working, the dressing was removed and a new dressing applied. Pump still failed to work. Everything was removed and a new pico kit was opened. The new pump worked perfectly fine.